Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a coil protrusion occurred. A 10mm x 40cm interlock was selected for use. During the procedure, the device got stuck inside the microcatheter. Flushing was performed continuously prior to removing the device together with the catheter. Subsequently, it was noted that the coil protrude from the catheter tip. The procedure was completed with a different device. No complications were reported and the patient's status was good.